Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for evaluation. The packaging was not saved either. The procedure date and device information are all unknown. The complaint device is not appropriate for neonatal or infant application. Since the complaint device was not returned for evaluation, a conclusive root cause could not be determined. A potential cause is using an adult pulse oximeter on an infant, application and removal technique of the device, and unknown patient clinical conditions. All reprocessed pulse oximeter sensors are subjected to 100% testing prior to release. This is the first complaint for this device related to tape adhesion issues that stryker sustainability solutions has received.

Event description:
It was reported that the tape on the pulse oximeter tore the skin on the top of the foot of a 23 week gestation baby. A loose gauze dressing was used to treat the skin tare.